Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a weak signal on her sensor and that it does not work. Customer's blood glucose was 563 mg/dl at the time of incident. Troubleshooting advised customer on how to connect sensor and transmitter and appears to be working as designed. Customer was also advised on proper insertion techniques. The customer was advised to monitor issue and call back if any further concerns.